Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 8/28/2016. Date of follow-up report: 9/29/2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4). Date of initial report: 08/19/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a liver resection, the insulation from an electrode was flaking. The generator in use was set to 120 watts. Nothing fell into the patient cavity and there was no patient injury. Another generator of the same type was put into use in order to successfully complete the case.